Manufacturer narrative:
Device 5 of 15.

Event description:
Unomedical reference number (B)(4). Event occurred in the united kingdom. It was reported that on (B)(6) 2024 the patient faced 15 infusion set cannula was bent within 3 or more hours after insertion. The blood glucose level goes upto 54-500 mg/dl. The site of location is upper buttocks. The infusion set long for 1 day. Unomedical do not see bent/kinking as being related to human factors, but rather as a training issue including correct choices of insertion sites and infusion sets and cannula length. Furthermore, the soft cannula is a flexible material that during use and upon removal can bend slightly. No further information available.